Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: patient previously underwent surgeries for femoral fracture and enterobacter infection. A definitive root cause cannot be determined. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product has been discarded. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00138.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item 00585001296 lot 64741570, item 00585002026 lot 63395807. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02924, 0001822565-2020-02925.

Event description:
It was reported that patient had a total knee arthroplasty and was revised due to disassociation, severe pain, swelling, and drainage associated with a previous infection. Attempts have been made and no further information has been provided.